Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead felt tightness and twitching on the right side. The ra lead and the pacemaker, however, are located on the left side. Presenting electrogram showed an extra signal on the ra channel. It is not consistent nor sensed consistently. One of the signals was labeled as a premature atrial contraction. This signal does not appear to be sensed consistently. They were unable to determine if it was loss of ra capture or not. Boston scientific technical services recommended health care professional to contact field representative for device interrogation and programming. The field representative was contacted and mentioned that no additional information was available. The ra lead remains in service. No additional adverse patient effects were reported.